Event description:
It was reported that during implant attempt, there were high thresholds and the lead could not get into some positions without diaphragmatic stimulation due to difficult anatomy. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.